Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
Evaluation summary: the software analyzer was returned and analysis could not confirm the customer comment that the software analyzer screen would freeze up after the user toggled from the device interrogation screen of the programmer and if it was attempted to print the analyzer testing information. The analyzer passed all functional and systems tests and no other anomalies were found. Concomitant products: product ID 2090 programmer; (B)(4).

Event description:
It was reported that the software analyzer screen would freeze up after the user toggled from the device interrogation screen of the programmer, if it was attempted to print the analyzer testing information. The analyzer and the programmer were returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the software analyzer screen would freeze up after the user toggled from the device interrogation screen of the programmer, if it was attempted to print the analyzer testing information. The analyzer and the programmer were returned for service. It was indicated that there was no patient involvement associated with the event.